Event description:
It was reported that device tilting and a patient perforation occurred. In (B)(6) 2012, a greenfield filter was implanted in a patient in (B)(6) 2019, a computed tomography (CT) revealed the apex of filter lied within 5mm of the confluence of the right renal vein. There was posterior tilt of apex. There was also a borderline strut perforation along 2 posterior struts and medial strut. The medial strut contacts surface of aorta.

Event description:
It was reported that device tilting and a patient perforation occurred. In (B)(6) 2012, a greenfield filter was implanted in a patient in (B)(6) 2019, a computed tomography (CT) revealed the apex of filter lied within 5mm of the confluence of the right renal vein. There was posterior tilt of apex. There was also a borderline strut perforation along 2 posterior struts and medial strut. The medial strut contacts surface of aorta.